Manufacturer narrative:
(B)(4). Since no sample was returned for this complaint and no photo evidence is available, a visual investigation could not be conducted. Therefore, the complaint could not be confirmed. The batch number is not provided. Hence, review of the device history record (DHR) cannot be conducted. There is very limited information on the complaint and furthermore no physical investigation or assessment has been conducted on the defective part. Since there was no sample returned for this complaint, further investigation for the actual root cause could not be determined. Therefore, this complaint could not be confirmed. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "a patient had an allergic reaction." Additional information has been requested from the reporter.